Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified a hole in the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of the clear link catheter extension set sliced into the plastic tubing resulting in a hole. This occurred when the patient was sent to CT and the patient's IV was clamped. There was no patient injury or medical intervention associated with this event. No additional information is available.